Manufacturer narrative:
Findings: unit powered up properly after battery installation and no blank display noted. Unit was received with normal operating currents and no unexpected off no power, battery out limit, low battery or failed battery test alarms noted. Unit had intermittent button response due to flattened (creased) esc buttons dome switch. Unit had minor scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
The customer's father reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose was unknown mg/dl. The customer's father does not have device in hand. The customer was advised that in order to troubleshoot we need the device. The customer's father is declining to troubleshoot because he wants the device replace. The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that esc button will not always respond when pressed. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.